Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
29-may-2019 - we were informed that this lead was explanted on (B)(6) 2019. In addition to the previously reported noise, suspected subclavicular crush was noted. 21-aug-2019 - corrected error in analysis results. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 31 cm distal to the df-1 connector pin. In this region the insulation and the coating of the conductor cables to the ring electrodes were damaged. These findings can be considered the root cause of the reported oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment as mentioned in the complaint description. Further inspection, showed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the shock coil was found deformed. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
5/29/2019 - we were informed that this lead was explanted on (B)(6) 2019. In addition to the previously reported noise, suspected subclavicular crush was noted. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 31 cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cables to the ring electrodes were damaged. These findings can be considered the root cause of the reported oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Further inspection, showed that thse distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the shock coil was found deformed. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead was explanted on (B)(6) 2019. In addition to the previously reported noise, suspected subclavicular crush was noted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on this lead. No adverse patient events were reported and the lead remains actively implanted. Should additional information become available, this file will be updated.